Event description:
The ge oec 2800 fluoroscopy system had image quality issues where the mas was limited and the system also displayed generator communication errors. The digital spot function produced bright images.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-loaded the software and performed a re-calibration of the system. All pcbs were re-seated. The camera was re-aligned to restore digital spot image quality and the automatic exposure control was calibrated. Ma limits were also calibrated. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.